Manufacturer narrative:
Additional information was received that no details can be obtained on the explanted anchor.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s device was eroding through the skin. The patient¿s ipg and anchor were explanted. The patient was doing well post-operatively.

Event description:
A report was received that the patient¿s device was eroding through the skin. The patient¿s ipg and anchor were explanted. The patient was doing well post-operatively.